Event description:
I purchased a resmed airsense 10 to replace my recalled dreamstation. I immediately went from having well controlled asthma and rhinitis to waking up at night coughing, wheezing, choking on mucous, severe production of mucous from my nose. When I got out of bed I would sneeze and have asthma usually all day long. If I had to wear a mask in public, it would fill up with mucous. I had to increase my 1 to 2 puffs of alvesco to 4 puffs twice a day. When I didn't use the resmed I would be fine, no asthma attacks, sneezing or congestion. I still notice a very strong chemical plastic smell when I put on the CPAP. And even after I let it run all day long for several days in an empty room. The humidifier seems to stop working in the middle of the night, and when I purchased a heated hose, it did not help. I believe there is some kind of plastic or other chemical that is outgassing. The smell is really irritating. The machine functions worse in a cooler room, in a room about 72 to 75 degrees fahrenheit. The problems are not as severe than in the un-airconditioned room that's about 80 degrees f. It's like the humidifier can't keep up in the cooler environment. The air coming out of the machine feels like an arctic blast when I wake up with the coughing, asthma, congestion and sinus pain. FDA safety report ID# (B)(4).